Manufacturer narrative:
No device returned for evaluation.Broken abutment screw. Fracture was caused by mechanical overload caused by user. Fragment of screw could not be removed. The implant needed to explanted. Collateral damage.Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken abutment screw. Fragment of screw could not be removed. The implant needed to explanted.